Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. After culture testing, the device will be evaluated. The endoscope was not used during any procedures while awaiting results. After the positive culture was observed, the device was quarantined on a scope tray with a towel while waiting for results. The device was last reprocessed on 14jun2023 and the sample collected immediately after. No additional reprocessing was performed before the device underwent microbiological testing. The device was a new scope stored in the manufacturer case. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is received.

Event description:
The customer reported to olympus, the new evis lucera elite colonovideoscope tested positive for 1 colony forming units (cfus) of paenibacillus glucanolyticus. Fluid from the biopsy, water, air and auxiliary channels were sampled. The customer also reported that there were scratches in the instrument channel. The user did not report any contamination or any other serious deterioration in state of health of any persons to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of the legal manufacturer's final investigation. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, the reported event was not confirmed as the scope was not microbiologically tested by olympus. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.